Manufacturer narrative:
Device evaluation:a visual and microscopic analysis was performed which identified, striated pattern on anterior, missing shell (0-25%) and striated openings on anterior. Based on the device analysis the final assessment is: a striated pattern of broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported and confirmed a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.